Event description:
A home patient (hp) contacted baxter's technical service center for assistance with a "check drain line" alarm that was received during the prime cycle prior to the hp's automated peritoneal dialysis therapy. Per initial report, the hp had transfer set connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the hp in ending therapy. No patient injury or medical intervention was associated with this incident, per the hp's nurse.